Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited high threshold measurements. A revision procedure was performed to reposition the lead. However, the physician was unable to reposition the lead with adequate measurements. The lead was explanted and found to have a piece of myocardium in the helix. No adverse pt effects were reported.